Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose. Customer blood glucose was over 600 mg/dl. Customer was treated with manual injection for high blood glucose. It was unknown whether the customer was using auto mode feature at the time of event. Customer stated that the insulin pump gave alert for an insulin flow block alarm. The infusion set cannula was bent. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.